Event description:
Caller reported an alarm 2 and experienced recurring occlusion issues with their insulin delivery system. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin, and requested a replacement pump. Cts completed troubleshooting and referred the customer to cl ss for escalated troubleshooting due to clinical concerns. Reportedly the customer continued to use the pump for insulin therapy.